Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s right atrial lead had a history of noise. During routine device change out procedure, the lead was tested and noise could not be reproduced; the lead remained implanted. The patient was in stable condition.